Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction associated with the clip delivery system and the device was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue damage, as listed in the mitraclip system instruction for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the formation of the string-like substance could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the finding on the echocardiogram which may indicate tissue damage. It was reported that one mitraclip was implanted reducing the mitral regurgitation (mr) from 3 to 1. Sometime during the procedure, an anomaly was noted at the left atrial appendage in the echocardiogram. One day after the procedure the patient had increased white blood cell count and no fever. No treatment was given for the wbc count. Two days post procedure the patient had a reduced ejection fraction from 35% down to 29%. Four days post procedure another echocardiogram was performed and a string-like material was found attached to the implantable cardiodefibrillator lead in the right atrium. There was no treatment for this echo finding. No additional information was provided.